Event description:
It was reported that patient has significant speech impairment. The device exhibited an air in line alarm. Per reporter the patient saw air bubbles in the tubing. The alarm was acknowledged, but due to speech impairment, they were unable to proceed with call. The event occurred while in use with the patient. There was patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D4: primary UDI and h6 - updated. No device was received for investigation. Therefore, we are unable to confirm the reported complaint. If we receive the device, we will reopen the investigation for further evaluation. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.